Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid noted on the distal conductor (not obstructed). The lead passed using the attain command catheter.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid noted on the distal conductor (not obstructed).

Event description:
It was reported that the lead was not able to be placed during the implant attempt. The lead could not pass the coronary sinus vessel and also had difficulty passing the tip of the guide catheter. It was also reported that there was a possible malfunction of the lead's insulation and the tip may have gotten caught on the catheter or wire. The lead was removed and replaced. No patient complications have been reported as a result of this event.